Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per an article it was reported that the patient experienced extrusion of the implant body through the skin flap. The patient underwent revision surgery (date not reported) to repair the skin flap.